Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead dislodged into the right ventricular outflow tract. During the revision procedure, the physician elected to remove all products for concern of an infection. No additional adverse patient effects were experienced. All explanted products are scheduled to be returned.